Manufacturer narrative:
The implant component was loose and need to be removed and replaced. It is not clear which interface had loosened (implant/cement or cement/bone). Based on the current available information it is possible to carry-out an investigation. Based on the available information it is not completely possible to determine the cause of the loosening. The most likely root cause of the failure is user error. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported by a surgeon of a loose femoral component that is seven years old. It is reported that it is a cementation issue. The surgeon only have femurs that were loosened and went from doing hybrid total knee arthroplasty procedures to cementing both components. Multiple instances referred to no patient specific information received; additional information request this report will be updated if information is received.